Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited intermittent flickering image. The issue occurred during an unspecified procedure which was completed with the same device. There were no reports of patient harm.